Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04810. It was reported that the wire became stuck in the lesion. The 90% target lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. A 1.25mm rotalink plus was selected for use. During the procedure, ablation was performed in the ostium of cx, 3 to 4 times in which one ablation was 15 to 20 secs. At 190,000rpm. When the burr was pulled into the non bsc guide catheter, it was noted that the proximal part of the burr tip became separated within the non bsc guide catheter. The physician attempted to retrieve the burr fragment by pulling the rotawire; however, the rotawire became caught in an uneven area of the lesion after ablation and could not be removed. Snare was then used for retrieval, but was unsuccessful. A non bsc guidewire was advanced to the cx by an unspecified guide catheter and the area beside the rotawire that caught was dilated using an unspecified balloon. The rotawire was then removed and the separated burr was retrieved. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was stable.

Event description:
Same case as MDR ID: 2134265-2018-04810. It was reported that the wire became stuck in the lesion. The 90% target lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. A 1.25mm rotalink¿ plus was selected for use. During the procedure, ablation was performed in the ostium of cx, 3 to 4 times in which one ablation was 15 to 20 secs. At 190,000rpm. When the burr was pulled into the non bsc guide catheter, it was noted that the proximal part of the burr tip became separated within the non bsc guide catheter. The physician attempted to retrieve the burr fragment by pulling the rotawire; however, the rotawire became caught in an uneven area of the lesion after ablation and could not be removed. Snare was then used for retrieval, but was unsuccessful. A non bsc guidewire was advanced to the cx by an unspecified guide catheter and the area beside the rotawire that caught was dilated using an unspecified balloon. The rotawire was then removed and the separated burr was retrieved. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Unit returned in a bio-hazard plastic bag with the related rotablator rotalink plus device. The wire was received inside of the burr catheter and was able to be removed with no issues. The wire was visually inspected and there are numerous kinks along the body of the wire. The tip is slightly stretched. Dimensional inspection of the outer diameter (od) of the middle of the device and od of proximal section were performed and were within specification. However, the dimensional inspection of the overall length and od of distal tip could not be performed due to the device condition. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. A review of the device history record (DHR) of the lots found no issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).